Event description:
It was reported to philips that the device gave a check vent autozero failure alarm. This event was reported to have occurred during patient use. An alternate ventilator was used. There was no delay to therapy or patient harm noted. The customer spoke with a philips remote service engineer (rse). Error code 1108 was logged. The rse advised the customer to replace solenoids 2 & 4. Following the evaluation of the device, the customer replaced the solenoids to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.